Event description:
It was reported, during removal of a nail surgeon picked up the slotted hammer, the head just came off and fell on the floor. There was no adverse consequences reported to the pt.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.